Manufacturer narrative:
D6b. Explant date provided.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The customer's device was returned for evaluation but data logs were not recovered. No abnormalities were noted on the pump. The pump was run in the lab at p-9 for 10 minutes and the low flows were unable to be reproduced. The cause of the low pump flows could not be determined due to no defect found with the returned device, data logs not being recovered, and insufficient clinical details. The cause of the pump suction could not be determined due to no defect found with the returned device, data logs not being recovered, and insufficient clinical details.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction and low flow events. A thrombus was identified. It is unclear how the thrombus was treated. Impella support continues.